Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
It was reported through a return product form that a vns pt was explanted from both generator and lead and the reason for explant was marked to be end of service and lead discontinuity on the lead. A review of the pt's programming history from the manufacturer's database indicated the pt's lead test during initial implant resulted in high lead impedance and resolved at the operating room on the same date. Info from the surgeon's office revealed the lead was explanted due to fibrosis and there were no allegations against the explanted lead. Per medical assistant from the surgeon, the lead discontinuity was marked as the surgeon cut the leads. The explanted products were returned to the manufacturer for product analysis. Product analysis on the explanted generator revealed the end of service condition was confirmed and was determined to be due to the result of normal expected battery depletion. Furthermore, there were no performance or any other type of adverse conditions found with the pulse generator. Product analysis on the explanted lead indicated the lead discontinuity was not duplicated in the returned lead portion. Scanning electron microscopy performed on the negative coil at the discolored region showed that pitting or electro-etching conditions have occurred on the coil surface and a cause for this observation cannot be determined. Since the electrode array portion was not returned for analysis, an eval and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no other anomalies were identified in the returned lead portion.